Manufacturer narrative:
A siemens headquarters support center specialist reviewed the instrument data, which showed a short sample occurred when the sample was initially tested. The short sample could be caused by a specimen integrity issue or removal of the sample tube prior to sampling. During follow-up with the customer, the customer confirmed that quality controls were within range the day of the event. The customer had not obtained any additional discordant results. The cause of the discordant, falsely low hcg result on one patient sample is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s). The sample was repeated twice on the same instrument one hour later and the results were higher. The corrected results were reported to the physician(s). There are no known reports of adverse health consequences due to the discordant hcg result.